Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event as a result of exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same patient. The associated MFR report#s that capture the death event for this patient are 1225714-2013-01576 and 1225714-2013-01577. A follow-up report will be submitted upon receipt of any additional information.